Event description:
While at the hospital, it was reported the patient was receiving multiple shocks with a magnet applied. No telemetry or external ECG recordings were taken because the family decision was to allow the patient to expire. When the device was interrogated, there were no stored events, iegms, and the vf counters did not increment.